Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on february 22, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent could not be deployed. The stent was removed from the patient partially deployed. A second axios stent was used, and similar problem was encountered; the stent could not be deployed, and the tip was damaged. The second stent was removed from the patient, and the procedure was completed with a third axios device. No patient complications were reported as a result of this event.